Event description:
It was reported that during a laparoscopic small bowel resection, when the device was fired it was noticed that only one side stapled. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information obtained: (B)(6).